Event description:
It was reported that during a lap sigma procedure active blade broken in the middle of the blade part fell into the pt could be removed. No error code on display. No further info available. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.